Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Review of the episode noted oversensing of noise and the field believed the electrode had fractured. Testing of the system was able to reproduce noise in all sensing vectors and x-ray imaging was inconclusive. The electrode was reprogrammed and remains in service. No adverse patient effects were reported.